Event description:
A customer reported to a company representative that there were excessive bubbles in an infusion line during a procedure. The cassette was exchanged to complete the procedure. There was no harm to the patient. No additional information is expected. The sample was discarded.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).